Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that after a da vinci-assisted radical cystectomy with iileal conduit surgical procedure, the monopolar curved scissors instrument was found to have a broken cable. The procedure was completing as planned with a backup instrument of the same kind. No known impact or patient consequence was reported. It is unknown if here was fragment(s) falling inside the patient.